Event description:
It was reported that the patient presented remotely (B)(6) net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited oversensing due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition and will continue to be monitored.